Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during manual priming. During troubleshooting, customer was able to get insulin to exit the pump without an alarm being returned. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.